Event description:
It was reported that if the customer suspends the scan by either activating the "suspend" icon on the monitor or by depressing the "hold" key on the control box, it is possible that raw data can be lost and the spiral scan image will not be able to be recreated.